Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during inspection, it was observed that the motor device was running hot. The event was not related to surgery. There was no patient involvement. There were no delays in a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was running hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the device failed the thermistor assessment and the noise assessment (actual reading: 76.9 dba; specification: >76 dba). It was also observed that the flex circuit potting was cracked and worn, and the bearings were worn out. It was determined that the failed noise assessment was due to worn bearings, and the failed thermistor assessment is due to flex circuit potting being cracked and worn. It was further determined that the failure was caused by worn out motor components. The assignable root cause was determined to be due to component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.